Event description:
It was reported that pump displayed malfunction alarm with code malf 12, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of the malfunction, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.